Event description:
It was reported that one day post implant the atrial lead impedance had increased. At implant the doctor had difficulty inserting the lead into the header but after adding lubricant the lead was fully inserted with good measurements. A connector issue was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.the reported field event of connector and impedance anomaly was not confirmed the laboratory. The device was tested on the bench and our automated testing equipment and no anomaly was detected. The device met all of the test specifications. The lead bore was tested and met all specifications.